Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus option area was dark. Customer's blood glucose was 128 mg/dl. Reportedly, issue had resolved prior to troubleshooting with tandem technical support.